Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the calculations and it was determined that the customer was unclear on factoring in insulin on board. Tandem technical support educated the customer insulin on board. Customer consumed carbohydrates to address bg.